Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report unintended clip jumping during preparation. It was reported that during preparation of the clip delivery system (cds), the clip passed establishing final arm angle test. The clip was locked, and the clip was closed again three times with retracting the lock lever 0.5 cm above the blue line, and the clip opened. An attempt was made again, and clip jumped up after unlocking the clip to 60 degrees. It was decided not to use the cds in the patient and a new cds was used to complete the procedure reducing mr from 4+ to 2+. The patient left stable. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opened while locked and clip jumping was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the clip open while locked and clip jumping. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001.